Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. An open hole at the lap joint sheath assembly was observed. Fluid was leaking at the sheath lap joint junction between the blue sheaths and clear imaging window tubing. No image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the imaging catheter was unable to cross the lesion and imaging catheter tip damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified, middle to distal left anterior descending (lad) artery. During the percutaneous coronary intervention (pci) procedure, an unspecified guidewire was first deployed and encountered difficulty crossing the target lesion, subsequently, an opticross¿ imaging catheter was then used to visualize the target vessel but failed to cross the vessel. The unspecified 1.5 balloon catheter was then deployed to dilate the lesion and was exchanged with an unspecified 2.0 balloon catheter. After which, the opticross¿ imaging catheter was reinserted and was able to cross the intended lesion, however, damage in the catheter tip was noted. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is good. However, after device analysis, an open hole at the lap joint area was observed.